Event description:
A button was reportedly intermittently sticking on the keypad. There was no reported patient impact associated with this complaint. Animas attempted to follow up with the user to troubleshoot but was unsuccessful in reaching the user.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.